Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device would not power on using battery power only and a "clock fault 12" message was observed. The complainant indicated that there was no pt involvement in the reported malfunction.